Event description:
An international customer reported an event of a "strong smell" (odor) emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Asp investigation summary: the vacuum pump was not replaced to resolve the odor/smells issue. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the service history for this unit for the past 6 months (11/12/2014 to 05/11/2015) did not reveal a significant trend for this same issue. ¿the trend of the product malfunction code odor/smells was completed from june 2014 through may 2015 and revealed a significant trend for february 2015. This trend was escalated. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the oil mist filter and vacuum pump were replaced. Unit meets specifications and was returned to service on 05/11/2015.